Event description:
Following an evoke spinal cord stimulation (scs) system trial implant procedure, the patient reported a headache. The physician evaluation suspected a cerebrospinal fluid (csf) leak had occurred. A blood patch was performed. The evoke scs trial leads were removed to resolve the reported event.